Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back under the therapy electrodes, which was determined to be a fungal infection. The patient has a history of skin conditions including skin fungus and allergies. There was no alleged device malfunction contributing to the irritation. Patient was prescribed an oral medication (fluconazole 115 mg tab) as well as a topical cream (betamethasone .1% valerate) by a physician. Follow up indicated that the irritation is clearing up.